Event description:
It was reported that drill made loud noise and feels hot. No patient involved.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported issue are if the drill had overheated from extended use or there was internal motor damage from wear. However, without the device, this could not be confirmed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.